Event description:
Customer reported a past event of high blood glucose levels, with the highest recorded level in the 900s mg/dl, requiring a visit to the emergency room followed by hospitalization (B)(6) 2025. Cause was not known. During the incident, customer developed a bruise from hitting a shin and had ketones present, which were identified as dangerous by a healthcare provider. Treatment with IV fluids and insulin resolved the issue, resulting in no permanent damage and the customer was released 8 or 9 days later. Customer declined a follow-up supplies or system check, and no further assistance was required.